Event description:
The patient reported that patient is a diabetic. Patient alleged that patient finger was hurt as a result of opening a vial of glucose test strips. Their doctor advised patient to get x-rays and diagnosed ligament damage. Patient has diabetic neuropathy and was advised to go to rehab therapy. Patient declined the therapy and performed therapy at home. Patient also stated that they have a bony preturbance on their finger.